Manufacturer narrative:
(B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the express iii suture passer w/o hook would not close. The complaint device was received and evaluated. Visual observations reveals the device is slightly worn, it had marks and adhesive tape on it. The jaws don't close normally contributing to the holding failure; besides, the upper jaw was slightly loose when the jaws are closed. Therefore, this complaint can be confirmed. To test its functionality, a needle was loaded into the device. Also, it was tested on a sample rubber strip; it had a failure to hold the rubber and it was very hard to deploy causing the device to jam. The possible cause can be attribute when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws causing it to eventually break. Since this is a reusable device, this failure has possibly occurred after using it in this manner for many procedures. Also, the fair wear and tear of the device and the lack of maintenance would lead to tissue or bio-debris build up inside the express shaft causing wear of internal components leading to rough deployment issues. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore, a manufacturing record evaluation is not required.  At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair the express iii suture passer w/o hook would not close. The procedure was completed using the same device. No patient consequences, or surgical delay reported. The device is available to be returned for evaluation.